Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual evaluation of the returned product identified signs of use but no apparent signs of malfunction. Implant matched print specifications during dimensional analysis and comparison to drawings, the device was determined to be within specification. Patient had (moderate density) type ii bone. The reported device was placed on tooth # 29 for an unknown period of time. No pre-existing conditions were noted on the product experience report (per). X-ray or picture was not provided. A device history record (DHR) review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the implant was removed due to nerve injury. Numbness on right lower lip, 1 week post-op. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined. The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes'. H6: evaluation codes.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4).

Event description:
It was reported that the implant was removed due to nerve injury. Numbness on right lower lip, 1 week post-op.